Event description:
The customer pump did not have an audible tone in the past couple of weeks. Troubleshooting was performed. The audible tone could not be heard, but the pump vibrated during the test. It was stated that when the active button is pressed; the pump did not beep like it used to. Assisted the customer with turning on vibrate mode.